Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to knee pain.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. Compatibility was reviewed with no issues noted. A definitive root cause cannot be determined with the information provided. The device history records were reviewed, and indicate the devices were manufactured, inspected, and packaged to specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unk. Device history records for the femoral component, tibial component, taper plug, and the articular surface were reviewed and found conforming. These devices are used for treatment. Legal update received on (B)(4) 2016 includes revision operative notes which confirm that the patient underwent revision surgery for right total knee arthroplasty component due to loose components. Operative notes state that "the femoral component was loose and easily came off: and in removing the tibial component. "The medical side of the tibia was essentially destroyed." All the components were explanted. The nexgen cr-flex and lps-flex fixed bearing knee package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided. A definitive root cause cannot be determined with the information provided.